Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a missing p2 pumphead door cover was confirmed by service. The cause of the reported condition was not determined. The device was returned to the customer with no repairs made. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 ((B)(4)) and 2m8064 ((B)(4)) in the u.s. Region as of (B)(4) 2010 (refer to end of service notification (B)(4)). Baxter continues to support the product in the (B)(4) region and will do so until parts remain available. Per the flo-gard quality plan ((B)(4)) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service by baxter, a flo-gard infusion pump was found to contain a malfunction of a missing p2 pumphead door cover. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.